Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. The outcome of this investigation is awaited. As soon as results are available, the root cause investigation will be finalized.

Event description:
We were informed that foreign material was noticed on the instrument. The product has not been used. No patient harm occurred.

Event description:
We were informed that foreign material was noticed on the instrument. The product has not been used. No patient harm occurred.

Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. As soon as results are available, the root cause investigation will be continued. The investigation at the external laboratory is pending.

Event description:
We were informed that foreign material was noticed on the instrument. The product has not been used. No patient harm occurred.

Manufacturer narrative:
The product has been returned for investigation. No corrective or preventive actions can be implemented until the investigation has been completed. The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory.

Manufacturer narrative:
In regard to this complaint, one disposable high speed tdc cutter in an unopened pouch was received for investigation. Visual inspection confirmed the presence of a particle on the outer surface of the air tube. The particle was sent to an external laboratory to determine its origin; however, the laboratory informed us that sample preparation was unfortunately not performed in a correct manner and that the analysis could not be performed. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot previously. Please note that the assembly of the product is executed in a class 7 clean room environment to ensure minimum contamination and that these products are subject to 100% visual inspection prior to being released for distribution. Based on the investigation performed, it was determined that the reported event is attributable to a human error during quality control.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the product group vitrectomes are included in the analysis. Vitrectomes sold separately and in packs are included.

Event description:
We were informed that foreign material was noticed on the instrument. The product has not been used. No patient harm occurred.

Manufacturer narrative:
The complaint article was received for investigation. Visual inspection confirmed the foreign material as described in the reported event. As the origin of the material could not be clearly determined within d.o.r.c., the product will be analyzed in a external laboratory. The outcome of this investigation is awaited. As soon as results are available, the root cause investigation will be finalized.

Event description:
We were informed that foreign material was noticed on the instrument. The product has not been used. No patient harm occurred.

Manufacturer narrative:
The product has been returned for investigation.

Event description:
We were informed that foreign material was noticed on the instrument. The product has not been used. No patient harm occurred.